Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your report of a leak was confirmed and the cause appeared to be manufacturing related. One 24g insyte autoguard IV catheter was returned for investigation. The sample exhibited evidence of use. A breach in the catheter tubing was observed under the nose of the rigid catheter adapter. Due to the location of the leak site, the catheter tubing was likely damaged during the swaging process during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: we have a product concern on an insyte catheter date: (B)(6) 2025 patient injury no; but did require a new IV start. Visible leakage noted at connection point between catheter and catheter hub after connecting to IV fluids.